Event description:
It was reported that the patient complained of a painful pocket. A pocket revision was done. However, the patient continued to complain of a painful pocket. The physician then decided to explant the whole system as the patient was pacing less than 1.5 percent of the time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. It was noted that there was no issue identified that required full analysis. (B)(4).